Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Surgical intervention was performed. The device was explanted and the lead was capped.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right ventricular (rv) lead pace impedance measurements and high threshold measurements. Boston scientific technical services (ts) suspects either lead tip encapsulation or an ionization build up at the lead tip. Ts recommended additional troubleshooting to rule out any rv lead issues.